Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that every night they were having urine accidents and there was so much urine. Patient said that they increased the stimulation from 1.4 to 1.8 because they were not releasing all of their urine, but after the change the symptoms were worse. Agent asked the patient if they have noticed any improvement in their symptoms since the device was implanted and patient stated that they don't have to go to the bathroom as often but they were still going pretty often. Patient also said that when they sleep a lot comes out. Agent walked the patient through connecting to their settings and turned the therapy back to 1.4 as it helped better. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Patient was redirected to the healthcare provider (hcp).

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.